Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer's blood glucose was 224 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window, cracked display window, cracked battery tube threads, and minor scratches on the display window.